Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50 serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2317-50 serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 27930930 model/catalog description: clik x anchor sterile kit unique identifier (UDI)#: (B)(4).